Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that there was a power on reset (por) when attempting to turn the stimulator on. The por was seen on the patient programmer with a triangle. The rep cleared the por using the physician programmer prior to calling and they are now aware that technical services needs the code on the physician programmer to determine the reason for the por. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.